Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred and removal difficulties were encountered. The target lesion was located in a coronary artery. A 4.00x38mm promus premier¿ stent was deployed in the lesion. However, upon attempting to remove the delivery balloon, it became stuck and the shaft got broken inside the patient's body. The broken portion was then retrieved using a snaring device and the procedure was completed. No patient complications were reported and the patient's status was fine.